Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Attempted to reach customer to complete medical history and medications currently taken , but unable to obtain this information.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02595, and #3005099803-2010-02596 for a description of the other devices. It was reported to boston scientific corporation that three gold probe devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the first gold probe device would not cauterize. They attempted to use two other gold probe devices, but experienced the same problem. The case was completed with an interject sclerotherapy needle. After the procedure, they tested the generator used with the gold probes; no issues were found. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Customer reportedly received the following results on the active meter system within 10 minutes: lo (less than 10 mg/dl) - undosed result 122 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.